Event description:
It was reported that during set-up for a cori-assisted tka, an error message appeared repeatedly when attempting to calibrate the real intelligence robotic drill. It would kick out of the tka application screen. They tried unplugging and recalibrating multiple times, however, the error kept occurring. Surgery was performed, without any delay, proceeding with manual knee due to not having any other sterilized drills available.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The drill passed kpc and a case several times with no problems. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor failed testing at the enct and bflt sections. Multi meter testing of the exposure motor showed a slightly low voltage of 1069 at pin 3. A second test was run and the motor then passed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, an error message appeared repeatedly when attempting to calibrate the real intelligence robotic drill. It would kick out of the tka application screen. They tried unplugging and recalibrating multiple times, however, the error kept occurring. Surgery was performed, without any delay, proceeding with manual knee due to not having any other sterilized drills available. As this happened before procedure, patient was not yet involved.